Event description:
This lead was implanted on (B)(6) 2013 and is still in active use. This showed high impedance on testing. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).